Event description:
It was reported by the customer that smoke was coming from the fiber port. No errors were received. There was no patient involved.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse tested multiple fibers on the console and verified no smoke was observed. However, the fse also found that the fiber nut place showed signs of smoke. Therefor, the reported event was confirmed. There was not enough information to suggest the probable cause for the smoke observed by the customer. Based on the information available, the cause that contributed to the reported smoke event cannot be established.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse tested multiple fibers on the console and verified no smoke was observed. However, the fse also found that the fiber nut place showed signs of smoke. Therefor, the reported event was confirmed. There was not enough information to suggest the probable cause for the smoke observed by the customer. Based on the information available, the cause that contributed to the reported smoke event cannot be established.

Event description:
It was reported by the customer that smoke was coming from the fiber port during the procedure. No errors were received. Usage of the console was stopped and the procedure was completed using a different laser system. There were no patient complications.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse tested multiple fibers on the console and verified no smoke was observed. However, the fse also found that the fiber nut plate showed signs of smoke. Therefore, the reported event was confirmed. The lens cell assembly and the blast shield optic were replaced. The plungers were positioned and they reran the harness. It is probable that the lens cell assembly and blast shield were damaged resulting in the smoke observed by the customer. Based on the information available, the cause that contributed to the reported smoke event cannot be established.

Event description:
It was reported by the customer that smoke was coming from the fiber port during the procedure. No errors were received. Usage of the console was stopped and the procedure was completed using a different laser system. There were no patient complications.